Event description:
On 9/23/09, a nurse from customer facility reported an infus-or pump that stopped infusing propofol during a surgical procedure. The nurse reported the pump stopped infusing and alarmed several times during the surgical procedure. The pump was not replaced, physician felt that the patient had received sufficient propofol to finish the surgical procedure. The nurse reported no interruption to the patients therapy occurred. No patient injury or medical intervention was reported. No additional information is available on this incident.

Manufacturer narrative:
(B) (4) the device has been received for evaluation. The reported issue of pump stops infusing was confirmed. The root cause of this issue was a faulty mpu board. The technician replaced the mpu board, tested the pump to meet specifications and returned the pump to the customer.